Event description:
Patient was implanted with the device on (B)(6) 2014 in conjunction with bilateral pedicle screws. Patient reported that approximately early (B)(6) 2016, he developed marked severe pain. Patient was diagnosed with a non-union/pseudarthrosis, loosening of l5 bilateral pedicle screws, breakage of the staxx device (with component retropulsion), and mild to moderate right foraminal stenosis. Revision surgery was performed on (B)(6) 2016 to remove and replace the broken staxx device. On (B)(6) 2016, the pedicle screw system was removed and replaced. It was reported that the retropulsed components of the staxx device remain in the patient.